Event description:
On 8/22/96, the facility's o.r. Representative informed MFR sales rep that the physician had difficulty removing the device catheter from a pediatric pt's vein. The device catheter adhered itself to the pt's vein and broke when trying to remove with hemostats. The broken piece of device catheter was not retrievable. The device was implanted for approx 2 1/2 years and was being removed due to completion of therapy. The physician has reported two different events and this report will investigate the first incident (ref. MDR#: 1219454-1996 00415, for info on the second incident). The explanted device was sent to the facility's pathology dept and discarded.

Manufacturer narrative:
On 11/20/96, the physician was contacted in an attempt to obtain the lot number for this device, as well as the type of chemo being infused through the device. The physician stated that lot numbers are unk; however, he promised to fax the information related to the type of chemo being infused through the device as soon as he received the information from the hospital. A fax, dated 11/20/96, was received from the physician which identified the following drup products:vincristine, methotrexate, 6-mercaptopurine, tpn, zofran. A literature search was performed on polyurethane catheter reactions and has identified an article (polyurethane catheter and antineoplastic chemostherapy) for the physician's review. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The MFR's investigation of this event is inconclusive. Based on the information available and due to the unavilability of the device for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The facility will be notified of co's review of this incident and forwarded the above reference article. The MFR is now closing the file on this event.